Manufacturer narrative:
(B)(4). The customer reported that the battery fails to hold a charge. The customer further clarified on (B)(6) 2011, that the device failed to charge the batteries. There was no report of pt involvement. A philips field service engineer replaced the power pca which resolved the failure. The device passed all testing and remains at the customer site.

Event description:
The customer reported that the battery fails to hold a charge.